Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. The helix was partially extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that patient presented in clinic for follow-up. It was noted that right ventricular (rv) lead exhibited high capture threshold and failure to capture. The lead was explanted and replaced with new lead. Patient condition was stable.